Manufacturer narrative:
Results: (graft cover kinked), (calcified and tortuous iliac arteries).

Event description:
A talent xcelerant aorto-uni-iliac stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had calcified iliac arteries with moderate tortuousity. It was reported that during insertion of the device through the tortuousity and the calcification there was kinking of the delivery system. The stent graft was not implanted and the device was removed from the pt. There was no injury reported and the decision was made to surgically treat the pt at a later date. The delivery system was discarded.